Event description:
It was reported that the device was explanted as it wouldn¿t charge and the patient thought the battery was defective. Additional information received reported that the patient had been advised to meet with a manufacturer representative (rep) to aid in charging. There had been an issue with troubleshooting and the patient wasn¿t able to charge. The replacement was scheduled as a result. Additional information received reported that the rep had been unable to get any response from the battery. The patient was also a poor historian on how many times they had let it discharge. The rep had been unable to reboot the battery. This event will be updated if additional information is received.

Manufacturer narrative:
The information was previously reported in regulatory report number 3007566237-2015-01834. Going forward all information regarding this event will be reported in this regulatory report.

Event description:
It was reported that the device would not charge. The implantable neurostimulator (ins) was unable to recharge. The patient did not charge the unit for approximately 2 weeks post-surgical hernia repair. The event required a replacement of the device. The event required an unscheduled clinic or office visit. The device was explanted and replaced. Device interrogation showed abnormal device would not charge. The outcome was resolved without sequelae. Additional information received reported the recharging event was a result of patient error. The device would not charge was updated to recharging process. There was patient non-compliance with recharging schedule; patient had chosen not to recharge due to upcoming elective surgery. The etiology was due to recharging process. The patient did not charge the unit for approximately 2 weeks post-surgical hernia repair. The patient and the manufacturing representative were unable to recharge the device. The event required replacement of the device. Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not experience any symptoms related to the device not charging.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.(B)(4).